Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that their insulin pump sometimes gives them too much insulin when they use the bolus wizard at night. The customer¿s blood glucose level was 120 mg/dl at the time of the call. Customer will drink orange juice or eat to treat the lows. Customer will experience symptoms such as being hungry and getting shaky. Troubleshooting was completed but the customer believes the pump intermittently over delivers. The customer was advised to monitor the pump. The insulin pump will not be returned for analysis.